Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced warning tones, after the patient received an asymptomatic shock. The device would not communicate with a programmer.